Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol bard flat mesh (device #2) device may have caused or contributed to the reported event. The attorney alleges the patient underwent additional procedures and surgeries for infected, detached mesh, cellulitis and abscess where retained sponge was present. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made. This emdr represents the bard/davol bard flat mesh (device #2). An additional emdr was submitted to represent the bard/davol bard flat mesh (device #1). Should additional information be provided a supplemental emdr will be submitted. Note: not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2016: the patient underwent a procedure and/or surgery was for the "laparascopic" repair of two (2) ventral hernias using bard flat mesh (device #1). Procedure and/or surgery involved the placement of a mesh to the abdominal wall. On ni/ni/ni: the patient began experiencing abdominal pain and/or nausea and/or vomiting. On (B)(6) 2016 - (B)(6) 2016: the patient underwent CT scans and/or x-rays. CT scans and/or x-rays indicated the following: bowel obstruction in the abdomen; marked distention of the bowel; and/or infraumbilical/periumbilical hernia. On (B)(6) 2016: the patient underwent a procedure and/or surgery was for the laparascopic exploration and/or release of a bowel obstruction. During the course of and/or after said procedure and/or surgery the physician indicated that the purported bowel obstruction had been "released." On ni/ni/ni: the patient continued to experience abdominal pain and/or nausea and/or vomiting. On (B)(6) 2016: the patient underwent CT scans and/or x-rays. CT scans and/or x-rays indicated the following: similar bowel distention compatible with bowel obstruction; bowel fold thickening throughout the abdomen and pelvis; soft tissue thickening related to inflammation; and/or infraumbilical/periumbilical hernia. On (B)(6) 2016: the patient underwent a procedure and/or surgery for the laparoscopic exploration and/or open abdominal exploration and/or release of a bowel obstruction and/or removal of mesh and/or repair of two (2) ventral hernias. During the course of and/or after said procedure and/or surgery indicated and/or pursued the following: the bowel was "stuck" to the mesh; removed the trocar; evacuated the fluid from the umbilical hernia site and the ventral hernia site. Opened the mesh and mobilized the bowel away from the mesh; repaired a "seroseal" tear. There was a "fairly dense" reaction to the mesh; removed the mesh and irrigated the abdomen; and/or "put back" the bowel. A pathology report from said procedure and/or surgery indicated the following: bowel fibrosis; bowel hemorrhaging; and/or acute and chronic inflammation of the serosa. On (B)(6) 2017: the patient underwent a procedure and/or surgery was for the open repair of an umbilical ventral hernia using bard flat mesh (device #2). During the course of and/or after said procedure and/or surgery indicated and/or pursued the following: the fascial defect was hard and probably as "big as a quarter"; pushed "it" back into the abdominal cavity; mobilized scar tissue from the previous surgeries; and/or put the mesh in place and cut it to size and sutured it. On ni/ni/ni: the patient continued to experience abdominal pain and/or nausea and/or vomiting. On ni/ni/ni: the patient was required to undergo additional procedures and/or surgeries. Additional procedures and/or surgeries indicated and/or pursued the following: the mesh was infected; the mesh was detached; he wound was infected; cellulitis was present; the infected and/or detached mesh was removed; a peritoneal abscess was present; an abscess cavity with a retained sponge was present; the retained sponge was removed; and/or the infected wound was drained. Patient suffered and/or sustained the below-stated complications and/or injuries and/or damages: the need to undergo medical treatment; pain and/or suffering and/or mental anguish. Abdominal pain; nausea; vomiting; bowel obstruction in the abdomen; marked distention of the bowel; bowel fold thickening; inflammation in the bowel and/or abdomen; attachment of the above-stated mesh to the bowel and/or abdomen beyond what is normal and/or proper under the circumstances; "seroseal" tear; bowel fibrosis; bowel hemorrhaging; inflammation of the serosa; scar tissue beyond what is normal and/or proper under the circumstances; the need to undergo corrective procedures and/or surgeries; having to undergo procedures and/or surgeries beyond what is normal and/or proper under the circumstances; infection of the above-stated mesh; detachment of the above-stated mesh; infection of the sites of the above-stated procedures and/or surgeries; cellulitis; peritoneal abscess; and/or the leaving and/or failing to remove a sponge and/or mesh in the abdomen and/or bowel. The patient was continuing to suffer from conditions and/or complaints including, but not limited to, the following: soft tissue thickening related to inflammation.